Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl. Reportedly, the customer did not test bg level and reported it was due to user error. Glucose tablets were consumed to treat bg. Recommendation was made to consult with healthcare provide regarding diabetes management.